Manufacturer narrative:
A patient experiencing pain at ipg site was reported to abbott. The system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported the patient experienced pain at the ipg site after weight loss. In turn, the system was explanted.